Manufacturer narrative:
Section d10: correction. Section h3: correction. Section h6: correction. Updated manufacturer's investigation conclusion: the evaluation of heartmate 3 lvas did not reveal any device-related issues and a direct correlation between the pump and the reported gi bleeding could not conclusively be determined. The device was returned assembled with the pump cable severed at the distal end of the pump-end bend relief. The modular lead and the distal portion of the pump cable were not returned. Approximately 1.5¿ of the sealed outflow graft was returned attached to the pump cover outlet port. The apical cuff was returned secured with the cuff lock fully engaged. The sealed outflow graft bend relief was not returned. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The retrieved log files appeared to capture the device functioning as intended. The device was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The manufacturer is closing the file to this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent heart transplant while listed status 3 for history of gastrointestinal (gi) bleeding. No further information provided.